Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation:the meter has been returned and evaluated by product analysis on 01/15/2014 with the following findings: during investigation, the meter history was reviewed and showed no activity related to the complaint. There was no defect found during evaluation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a history/ settings issue. It was reported that the" meter was not holding information." Attempts to contact the reporter made by customer technical support to follow-up were unsuccessful. There is no additional information available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.